Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/08/2017 with the following findings: evaluation revealed no motor related cs codes present in black box history. The motor noise complaint cannot be duplicated during the investigation. A battery compartment crack was found along the side of pump. Opened pump and found no adverse conditions to cause noise. Leadscrew appeared clean and adequately lubricated. No evidence of insulin ingress. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed cracked battery compartment. This report is made based on results of investigation completed on 03/08/2017.